Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the tubes didn't draw enough volume of blood."